Event description:
It was reported that the site was having problems with their handheld device. They could not get pass an error screen. On pressing harder, the screen cracked. Troubleshooting steps were performed, but it did not resolve the issue. New handheld was shipped to the site. Good faith attempts to have the old handheld shipped back to manufacturer have been unsuccessful.